Event description:
It was reported that the procedure was cancelled. A rotapro was selected for use. During the course of the procedure, it was noted that the unit will not go into dynaglide. The procedure was not completed. No patient complications were reported.